Event description:
I had contura lasik eye surgery at (B)(6) in (B)(6) 2023. I now have a ton of floaters in my vision that I did not have before. It is very distracting and makes it hard to see, especially in bright /natural light. This has brought me a lot of pain and suffering in coming to terms with the fact that I voluntarily paid to obstruct my sight for the rest of my life. (I'm 29).